Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (prolene mesh, vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene mesh, vicryl suture) used in this procedure? Citation: the american journal of surgery (2015) 209, 324-332; doi: http://dx.doi.org/10.1016/j.amjsurg.2014.06.022. (B)(4).

Event description:
It was reported via journal article: "title: novel wound management system reduction of surgical site morbidity after ventral hernia repairs: a critical analysis" author(s): kevin c. Soares, m.d., pablo a. Baltodano, m.d., caitlin w. Hicks, m.d.a, carisa m. Cooney, m.p.h., israel o. Olorundare, m.b.b.s., m.p.h., peter cornell, m.s.n., karen burce, m.h.s., frederic e. Eckhauser, m.d., f.a.c.s. Citation: the american journal of surgery (2015) 209, 324-332; doi: http://dx.doi.org/10.1016/j.amjsurg.2014.06.022. This retrospective study aimed to assess the impact of a modified negative-pressure wound therapy system (hybrid-vac or hvac) on outcomes of open ventral hernia repair (vhr). During the 5-year retrospective analysis between jan2008 and feb2013, 199 patients underwent vhr and were allocated into two groups for wound dressings: standard wound dressing (swd) group (n=84; n=30 male and n=54 female; mean age of 56±15 years) and hvac group (n=115; n=51 male and n=64 female; mean age of 56±14 years). On both groups, midline fascial closure were reinforced with prolene onlay mesh. In cases where fascial approximation was not possible, a sandwich approach using acellular dermal matrix and prolene onlay mesh without anterior component separation was performed. The dermis was approximated using 3-0 vicyl sutures. On the mean follow-up of 6.6±6 months postoperatively, complications included surgical site occurrences (surgical site infection [ssi] + seroma + wound disruption + enterocutaneous fistula) (n=19 hvac group; n=35 swd group; superficial ssi (n=8 hvac group; n=19 swd group); deep ssi (n=2 hvac group; n=5 swd group); organ space ssi (n=3 swd group); severe ssi (deep/organ-space) (n=2 hvac group; n=8 swd group); seroma (n=8 hvac group; n=9 swd group); wound dehiscence (n=4 hvac group; n=10 swd group); and recurrence (n=2 hvac group; n=5 swd group). The surgical site occurrences/ssis were treated conservatively with a combination of open packing, bedside debridement, antibiotics, pulse lavage, and reinstitution of vac therapy and allowing the wound to heal by secondary intention. Percutaneous drainage by interventional radiology was performed in the 3 occurrences of organ space ssi. Operative debridement was performed when conservative measures failed. A portion of synthetic mesh was removed in 1 swd case because of lack of mesh incorporation at the time of operative debridement. Reoperation was performed (n=6 vac group; n=12 swd group). This retrospective review revealed that hvac utilization after vhr is independently associated with reduced 90-day incidences of ssos and ssis in grade 2 ventral hernias.